Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and the following was received: what was the approximate size of the laparotomy? How was the hole identified post-operatively? The hole was identified during the procedure how was the hole addressed? Repaired directly during the procedure. The repair potentially done with suture combined with stapler. What is the surgeons experience with the device? Unknown. What is the surgeons experience with advanced bipolar devices? Unknown. What training did the surgeon receive prior to using this device even if it was not by the ethicon team? Trained during residence but no other information available. Why does the surgeon believe the hole was caused by the device? Surgeon saw that the handle was closed on the bowel when he opened it and therefore the surgeon believes it was caused by the device. Did the surgeon physically observe the handle of the device puncturing the small intestine? If no, why does the surgeon believe this happened in the surgical procedure? How many days after the procedure did the patient expire? 10-14 days. What was the cause of death? Unknown. Was an autopsy done? If yes, are these results available to be sent to us? As this was an older patient (78 yrs old, palliative patient), the family did not want to proceed with an autopsy.

Event description:
It was reported that during a bowel resection procedure, it appears that the surgeon caught a part of the small intestine in the handle when he closed it which caused a hole in the small intestine. The hole was identified during the procedure and repaired directly during the said procedure. The repair was potentially done with suture combined with stapler. The patient passed approximately 10-14 days after the procedure.